Event description:
Attempted to remove foley. Pt was to be transferred to nursing home at 1400. Unable to deflate balloon after several attempts by nurse. Cap removed from balloon port without success. Urologist attempted to deflate without success. The pt was taken to special procedures where the balloon was punctured suprapubically. The pt missed being transferred to the nursing home and had to spend another night in the hosp.